Manufacturer narrative:
Citation: gerardin b et al. Para valvular leak closure in tavi. Ann cardiol angeiol (paris). 2019 dec;68(6):453-461. Doi: 10.1016/j. Ancard.2019.09.027. Epub 2019 nov 14. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding percutaneous paravalvular leak closure in patients who underwent transcatheter aortic valve implantation (tavi). All data were collected from multiple centers between 2017 and 2018. The study population included 9 patients and was predominantly female with a mean age of 78 years. Of those, 5 were implanted with medtronic evolut r bioprosthetic valves. No serial numbers were provided. Among all patients, adverse events included: moderate-severe paravalvular leak (grade ii-IV) that required balloon aortic valvuloplasty and/or percutaneous implantation of non-medtronic vascular plugs. One patient required transcatheter valve-in-valve implantation because the vascular plug did not close the paravalvular leak. It was reported that the duration from tavi to percutaneous paravalvular leak closure occurred at a mean 20 months (0 days to 3.5 years). Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.